Manufacturer narrative:
The device was returned to stryker. Stryker product assessment center (pac) evaluated the device and verified the reported issue. It was observed that the device constantly reboots when attempting to download event logs. The cause of the reported issue was isolated to be due to user interruption of software update. To perform the software update, the lifepak cr2 operating instructions instructs the user to keep the lid open and not close the lid until after the device prompts "powering off " indicating the update has completed. The instructions were not followed and performed (prematurely opening the lid). The root cause of the reported issue was determined to be due to user error. The device was archived by stryker.

Event description:
A customer contacted stryker to report a non-critical issue with their device. Upon inspection, a distributor observed that the device had locked up, it could only be remedied by removing the battery. As a result, defibrillation therapy would not be available, if needed. There was no patient use associated with the reported event.

Manufacturer narrative:
Upon inspection, a distributor observed that the device had locked up, it could only be remedied by removing the battery. The customer will be provided with a replacement device.

Event description:
A customer contacted stryker to report a non-critical issue with their device. Upon inspection, a distributor observed that the device had locked up, it could only be remedied by removing the battery. As a result, defibrillation therapy would not be available, if needed. There was no patient use associated with the reported event.